Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, the display screen was observed to be dim and discolored. The pump passed a leak test and no moisture was observed in the cartridge compartment. Unrelated to the complaint, the up arrow and down arrow keypad buttons were unresponsive. Evidence of contamination was found under the up arrow and down arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, the screens could be read/maneuver safely and moisture was observed in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.